Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump continuously indicated to reinstall cassette when the cassette was attached. It was reported that the issue occurred during testing and there was no patient involvement. No adverse effects were reported.